Manufacturer narrative:
Product has been returned but not evaluated. Once evaluated a supplemental filling if necessary, may be submitted.

Event description:
The distal tip of sheath broke off during a procedure. We have not received any information regarding the incident from the facility.